Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's system was auto reducing. Troubleshooting revealed high impedances on both leads as a result, surgical intervention may be undertaken to address the issue.